Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited intermittent far r-wave oversensing resulting in inappropriate mode switch. No changes or interventions were reported. There were no patient consequences.